Event description:
Initial report for a patient hcg was <0.500 miu/ml. When repeated, the result was >10000 miu/ml. The incorrect result was not used to guide therapy. The field service representative found the sample disk was broken preventing correct centering of samples. He repaired the instrument by replacing the disk.